Manufacturer narrative:
(B)(4). Batch # p55v07. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic colon procedure, the general surgeon was handed the loaded stapler, closed. Then passed it through the trocar and was unable to open the gun. No tissue was in the jaws. Took the stapler out and tried to open the gun on the sterile field table and were not successful. Another stapler was used to complete the procedure. There were no adverse consequences for the patient.